Event description:
Procedure: gastrectomy. According to the rptr: the balloons were broken; caused air leak and the other couldn't be fixed on the position. Pt involved w/o injury.

Manufacturer narrative:
(B)(4).